Event description:
A health care professional reported that during intraocular lens implantation procedure, the trailing haptic did not unfold properly. Additional information received and stated that the event occurred before surgery. It was stated that the procedure was completed using backup lens. There was no patient contact and no consequences.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).